Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: octrode, model: 3186, UDI: (B)(4), serial: na, batch: 4579200. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation, shocking sensation and pain at the ipg site. In turn, surgical intervention was undertaken wherein the system was explanted and replaced. The new ipg was relocated. Effective therapy was established. Note : it is unknown which lead is related to this issue.